Event description:
Eight days post implant it was reported that the patient was experiencing pacemaker syndrome. The patient complained of thumping in their chest. Because it continued to bother the patient the device was reprogrammed where the left ventricular (lv) pacing was turned off and the pacing mode was changed to mvp (managed ventricular pacing). It was noted that six days later the device was reprogrammed back to the ddd (dual chamber fixed rate) mode with adaptive crt (cardiac resynchronization therapy). The patient was re-evaluated nine days later and the patient reported continuation of the symptoms. The patient was put on oral medication to prolong the av (atrio-ventricular) interval and the pacing polarity was reprogrammed. The patient is scheduled to come back into the clinic at the end of the month for their regular three month post randomization visit. The patient is enrolled in the adaptresponse study. The device and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.